Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the quality of intermittent catheter had changed and gotten worse. Also stated that some of intermittent catheters were different in sizes and some have no eyelets. Per follow up on (B)(6) 2021, liberator representative spoke with customer and they advised that the patient was bleeding and had the blood clots coming out. No medical intervention was reported. Per follow up on (B)(6) 2021, the patient initially started having insertion issues with the catheters and no blood yet. The patient inquired about manufacturer changes. The catheter diameters differed in size, some larger than other and all labeled the same french size. The hh exam from university home care determined patient did not have strictures or issues with prostate and the patient was informed that some other patients are also there with same problem due to magic 3 go use. Hh left patient a foley and leg bag to use at home and the patient did not use. The patient only used foley in (B)(6) 2020 for colonoscopy. After 2 bleeding incidents, patient did not seek medical attention as they determined issue was with catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the quality of intermittent catheter had changed and gotten worse. Also stated that some of intermittent catheters were different sizes and some have no eyelets. Per follow up on 15mar2021, liberator representative spoke with customer and they advised that the patient was bleeding and had the blood clots coming out. No medical intervention was reported. Per follow up on (B)(6) 2021, the patient initially started having insertion issues with the catheters and no blood yet. The patient inquired about manufacturer changes. The catheter diameters differed in size, some larger than other and all labeled the same french size. The hh exam from kayron from university home care determined patient did not have strictures or issues with prostate and the patient was informed that some other patients are also there with same problem due to magic 3 go use. Hh left patient a foley and leg bag to use at home and the patient did not use. The patient only used foley in jan 2020 for colonoscopy. After 2 bleeding incidents, patient did not seek medical attention as they determined issue was with catheters.